Event description:
On (B)(6) 2013, it was reported that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/24/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/15/2013 with the following findings: visual inspection of the pump showed some cosmetic defects with no damage to the keypad observed. Investigation revealed that the ¿ok¿ button was hypersensitive, the contrast button responded intermittently and the rest of the buttons responded properly. Upon removal of the keypad cover, the ¿ok¿ button contact was found misaligned and contamination was found under all the button contacts.